Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. If additional information becomes available or the product is returned, a follow up report will be submitted. The device was not returned to the manufacturer.

Event description:
It was reported that the system 7 aseptic housing broke in two pieces during a procedure, the top housing was detached from the bottom housing. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that the system 7 aseptic housing broke in two pieces during a procedure, the top housing was detached from the bottom housing. Additional information has been requested from the user facility.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.